Event description:
Healthcare professional reported that 5 days after injection with one syringe of juvederm, and concomitantly with two syringes of juvederm voluma xc, the patient experienced swelling around the eye and face. An "antibiotic" was provided as treatment and the swelling subsided. However, as soon as the antibiotic was stopped, the swelling returned. This is the same event and the same patient reported under MDR ID #3005113652-2015-00323 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, "juvederm," also a device manufactured by allergan.

Manufacturer narrative:
Unique identifier (UDI)#: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.